Event description:
It was reported that following a veterinary procedure the sutures broke post operative.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/07/2013. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.